Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular exhibited a pace impedance measurement of greater than 2,000 ohms. Technical services walked rep through programming in which there was no further out of range measurements observed. The lead remains in service. No adverse patient effects were reported.